Event description:
The customer called and reported receiving lost sensor alarms and experiencing blood glucose of 49 mg/dl. Customer ate and drank to treat. The customer stated their insulin pump was not communicating with the transmitter. During troubleshooting, the transmitter did not blink when connected to the charger. The customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to charge due to a broken pin. The functional testing could not be performed due to the charge anomaly. The insulin pump was received with contamination on the contact pins.